Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 560 mg/dl. The customer reported that the customer had symptoms yesterday and not today for their blood glucose levels. The customer treated with intravenous insulin infusion. Customer's blood glucose value was 560 mg/dl at the time of the incident. Customer's current blood glucose value was 100 mg/dl. Troubleshooting was performed. The customer had visited to emergency room and was hospitalized on (B)(6) 2017 morning. The blood glucose value when admitted to hospital was 560 mg/dl. The customer complained about hyperglycemia. The customer cause of hospitalization per healthcare professional's was unknown. The customer outcome of the hospitalization was insulin drip, customer still in hospital at time of call. Customer was wearing the pump at time of hospitalization. The drive support cap appears normal (slightly indented). Customer performed the high pressure test and test passed. Customer was explained about the 2 high blood glucose rule. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.